Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure one resolute onyx rx coronary drug eluting stent was used to treat a lesion. It was reported that stent dislodgement occurred during delivery to/at the lesion. No patient injury is reported.

Manufacturer narrative:
The device was being used to treat a non-tortuous lesion. There were no difficulties noted when removing the protective sheath. The device was inspected before use with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. The stent dislodgement occurred in the aorta. The distal portion of the dislodged stent was crushed against the vessel wall in the ostium of the rca using another medtronic drug eluting stent. No additional patient injury is reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the images capture the rca and r-dpa, with a possible lesion site visible in the r-pda. Pre-dilation of the r-pda is visible with an unidentified balloon. The next image captures the dislodged stent. There were no images capturing the attempted delivery of the resolute onyx 2.0x26mm device and subsequent removal of the delivery system after dislodgement. The proximal section of the dislodged stent appears to be stretched and deformed in the aorta. The distal section of the dislodged stent appears to be stretched into the ostium of the rca. A stent device is used to crush the dislodged stent against the wall of the rca. The next images capture further treatment of the vessel, and the distal section of the dislodged stent is visible in the deployed stent. A stent is then deployed in the r-pda. If information is provided in the future, a supplemental report will be issued.